Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high" and a high level of ketones; cause was unknown. Prior to the ER the customer administered a manual injection to address the elevated bg. Additional information regarding treatment in the ER was not provided. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.